Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent dislodgment occurred. Following predilatation with a 2.0 x 25mm balloon, the 2.75 x 38mm promus element stent delivery system was introduced to treat the unspecified target lesion. The stent did not 'progress' and when the physician tried to retract the stent, "it got stuck and 'spun' into the left coronary artery in the middle third to the aorta." The procedure was completed with a different device. No further patient complications were reported and the patient's status is stable. Additional information has been requested and is not available.